Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4) - no known consequences or impact to the patient. Torn material. Evaluation results: visual inspection of the returned lens showed a haptic and a piece of the optic was torn of and missing. There was clear surgical residue on the lens. (B)(4).

Event description:
The surgeon was inserting the aq2010v three piece silicone lens and the trailing haptic got caught and was tore off in the injector. The surgeon cut the lens and removed it from the eye without any injury to the patient. It was later discovered that the lens was not placed in the cartridge correctly during loading. It was determined that the event was due to a loading error.